Event description:
The customer reported to olympus, the light source was having connector issues and not picking up the scope. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel is damaged, rust on the lamp door, rust on the bottom chassis, scope socket connection is loose and high intensity mode cannot be used intermittently, corrosion inside scopes, socket, and tubes and lamps used for 500 hours or more. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope is not retained was due to broken scope connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.